Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a prime fill anomaly. Customer stated the reservoir had issues and issue was resolved when the reservoir was replaced. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir and transfer guard. Performed pre-fill reservoir test. Found no occluded anomaly was found during filling.(B)(4).